Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
A customer reported via phone call indicating that they were hospitalized on (B)(6) 2015 at 9 am with a low blood glucose level of 80 mg/dl. The customer's blood glucose was as low as 51 mg/dl prior to the hospital admission. The customer stated they suffered a hypoglycemic event wand was disconnected from their insulin pump during their hospital stay. The customer stated that they woke up with high and low blood glucose in the past and feels that they may need a replacement insulin pump. The customer stated that they will call back because they were currently driving. The customer did not return the product back for analysis.